Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve.  The reason for the intervention was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the transcatheter valve was implanted valve-in-valve due to stenosis and elevated gradients of the bioprosthetic valve. The patient was reported to be stable after a successful valve implant. Updated patient and device code. If information is provided in the future, a supplemental report will be issued.